Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not received for evaluation and a physical investigation was not possible. The user report contains information regarding retraction problems of catheter from the introducer sheath. Provided images show catheter in the introducer sheath peaking out and helix elongated from the tube around 3-4 cm. This could be a result of mechanical jam that overheated helix and ended up with broken helix. Due to this the helix was peaking out of the tube. Therefore, the investigation can be confirmed for the reported malfunction of retraction problem. The observed possible helix break malfunction is known inherent risk of the device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in the superior femoral artery via right lower limb, when the catheter was withdrawn to flush the chamber, the tip of the catheter was allegedly stuck. It was further reported that the catheter was allegedly failed to be removed from the sheath. Reportedly, the entire sheath and the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in superior femoral artery vis right lower limb, the tip of the catheter was allegedly stuck. It was reported that the catheter was allegedly failed to remove from the sheath. Reportedly, the entire sheath and catheter was removed. The procedure was completed using another device. There was no reported patient injury.